Event description:
Neck fracture of corail stem ka15.

Manufacturer narrative:
Eval was not possible, as the product was not returned. The reported prod/lot # was part of a batch of prods which were susceptible to fracture. The etch location was changed by design revision in december 2002. A recall was conducted in europe, to remove all affected prods from the market. Note - affected prod was not distributed in the us, as us distribution did not begin until april 2005. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.